Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: information provided by [name] on 30mar2026: I am [name]. I am the urology lead in st at [facility]. I have a laparoscopic hand assist port that had a hair inside. We would like to get it replaced. Additional information provided by [name] on 01apr2026: I have it with me. I can give to [name] - she will be receiving the replacement and will send this out. Additional information provided by [name] on 13apr2026: the timing of the event was right when we opened the package to the sterile field. [Name] has the package which should have the lot # type of intervention: na (before use). Patient status: na (before use).